Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data was evaluated, but the complaint confirmation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. Due to the parameters of the parkes error grid, the blood glucose (bg) meter value was set to 550 mg/dl. No injury or medical intervention was reported.